Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's esophagus, however the balloon popped. It was reported that balloon was removed from the patient completely intact and that no pieces detached inside or outside of the patient. A second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. (B)(4) for the reported event of balloon burst. Investigation results: the complaint device was disposed and the reported event that the balloon popped could not be confirmed, so a definitive root cause could not be determined. However, inflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device. This can occur due to the balloon coming into contact with a sharp exterior source. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.